Event description:
It was reported that a customer experienced an issue where the pump failed to detect the cartridge, leading to a cartridge change error. There was no reported adverse impact to the customer's blood glucose level. No further information provided.